Event description:
Reportedly, patient underwent a lap gastric bypass. Gia 60 powered misfired causing a cutting of the stomach, but no stapling. Therefore had to open the case and complete the operation.